Event description:
It was reported that the patient had magnetic resonance imaging (MRI) performed. Post MRI, the implantable cardioverter defibrillator exhibited backup vvi operations with no high voltage therapy. Programming changes were made. The patient was stable throughout.